Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24 november 2025 it was reported via email by the arthrex clinical research team that the following information was obtained by a clinical study: patient underwent a left knee medial unicompartmental arthroplasty utilizing ibalance uka on (B)(6) 2018. During follow-up on (B)(6) 2018, patient presented with new onset drainage. The knee was aspirated and aspiration fluid analysis revealed turbid fluid with rbcs and segmented neutrophils, but no pathogenic organisms were noted. The patient underwent revision with device removal on (B)(6) 2018.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific biological response. The complaint allegation was not confirmed. No evidence of that failure was received.